Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that after charging the navigation system overnight and verifying connections on the system, the battery level was still zero. Replacement batteries were shipped to the representative, however confirmation of replacement has not been provided. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system was not powering on as expected. It was reported that the monitor was black without the power button led illuminating. The representative was able to have the system power on to the main medtronic screen but then powered down shortly after. Troubleshooting found that the battery level was at zero. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The uninterruptible power supply (ups) for the navigation system was returned to the manufacturer for evaluation. It was reported that the plastic covering terminals in the unit were loose. It was noted that the unit passed functional testing. Further testing found that the fets on the unit were open. The batteries for the navigation system were returned for evaluation. Testing found that the batteries would not charge. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.